Event description:
Healthcare professional reported right side rupture. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, g1.

Event description:
Healthcare professional reported right side rupture. Device status unknown.

Event description:
Healthcare professional reported left side ¿prosthetic rupture diagnosed by ultrasound and MRI." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2, d4, d6b, e1, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The patient's healthcare professional reported a right-side rupture. Physician has further reported ¿prosthetic rupture diagnosed by ultrasound, MRI, clinical examination and confirmed during surgery¿. The device has been explanted and replaced with a non-allergan device.